Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin into two segments. A distal and proximal fragment were received for analysis. The inner conductor of the proximal fragment was missing. The analysis revealed a bent distal end, which most likely resulted from the mechanical forces applied during the surgery. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to dislodgement. No adverse patient events were reported. Should additional information be received, this file will be updated.